Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt#1: first test inr = 1.5, second test inr =1.9. Pt#2: first test inr = 1.3, second test inr =1.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070510: pt#1: first test inr = 1.5, second test inr =1.9. Mean = 1.7; sd = 0.28, %cv = 17%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Pt#2: first test inr = 1.3, second test inr = 1.5. Mean = 1.4; sd = 0.14; %cv = 10%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.